Manufacturer narrative:
Eval summary: the reported condition was confirmed. A corrective and preventative action has been initiated (mdq-CAPA-132).

Event description:
The facility reported a depleted battery, information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain inforamtion, details were not available regarding additional contact information. The hospital representative stated that were no reports of patient injury or medical intervention associated with this event.